Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6270984. Medical device expiration date: 2018-03-31. Device manufacture date: 2016-09-26. Medical device lot #: 6179613. Medical device expiration date: 2017-12-31. Device manufacture date: 2016-06-27. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for 82123 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes' caps were washed out color and there was a lack of thickness in the ridges which has led to an increase in decapping failures.

Manufacturer narrative:
Correction made for "date received by manufacturer" 03/08/2017.